Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to oversensing which resulted in an inappropriate shock and pacing inhibition. The patient did not experience asystole. No additional adverse patient effects were reported.